Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information reported. Not explanted. Device history records was conducted. The report indicates that: the date of manufacture: 8/12/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the post screw has been retracted into the captivation and cannot be moved in either direction. In addition, the hex of the post screw shows signs of damage consistent with the wrench/driver not being engaged fully when the screw was being adjusted. The rod post shows damage around the openings for the carbon fiber rod; this is consistent with an attempt to move the post screw from its jammed position. All observed damage is post manufacturing. Due to the assembly being jammed, the functional test is not obtainable. In addition, verification/inspection of internal thread, external thread, and raw material is not obtainable. The complaint condition is confirmed. However, the complaint is unconfirmed from a manufacturing perspective due to the pertinent features being unobtainable as a result of the as-received condition of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during external fixation of distal radius fracture, the surgeon inserted self-drilling schanz screws and set the clamps. When the surgeon tried to set the carbon fiber rod, the screws on the clamp could not be loosen or tighten. The surgery was delayed for 60 minutes. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Part is an external fixation device that was not implanted or explanted. The reported event prevented placement during the procedure on (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.